Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with moisture. Visual inspection found haptic broken/bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -8.5/3.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Low vault and refractive surprise was observed. Lens exchanged with a longer length lens on (B)(6) 2023 2023 and problem was resolved. Cause of event was reported as unknown.